Event description:
It was reported the surgeon was unable to assemble the device, causing a delay in surgery.

Manufacturer narrative:
The device was evaluated and found to be within print specification.